Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had a hole in the proximal end of the cylinder from a sharp instrument. The first cylinder had wear at a fold in the proximal end and middle of the cylinder. The first cylinder did not pass the leakage test due to a leak from a sharp instrument in the proximal end of the cylinder. The second cylinder was microscopically examined and had a hole in the outer tube at the proximal end of the cylinder from a sharp instrument. The second cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder passed leakage testing. The momentary squeeze (ms) pump was microscopically examined, and contamination was found within the ms pump, therefore the pump was not functionally tested. The ms pump tubing was cut down to the pump block, the tubing was not returned for analysis. The ms pump passed leakage testing. This investigation is assigned a most probable conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the cylinders was found. The reservoir was not removed, and the cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the cylinders was found. The reservoir was not removed, and the cylinders were explanted and replaced. No patient complications were reported.